Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed with moisture and turned off. The customer stated they were received critical pump error alarm on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 06:49:39 customer reports: yesterday went to the beach, the pump got black and disappeared (possible blank display). Customer opened the battery and saw oxidization. Customer also report a critical pump error. Rfr codes: exposed to moisture, unexpected battery power loss and critical pump error. Device history download was successful using thus. Per visual inspection: device received with minor scratched display window and case. No oxidation was noted at the battery tube. The p-cap / reservoir locked properly during testing. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or was noted during testing. During download review no evidence found on event date to confirm customer concerns. However, per history review it was noted that on (B)(6) 2021 from 14:19:17 to 14:21:28 four events of battery out limit occurred. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Device may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery out limit alarm. Device was cut open and electronic stack and motor removed. Electronic stack, motor assembly and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. The customer complaint of battery tube oxidation, moisture damage, display going black and disappearing and critical pump error could not be confirmed during testing, data review or visual inspection. In conclusion: a block of 4 battery out limit alarms were found in the adapt file, history file and long trace file, device may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery out limit alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.